Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing unknown diagnostic procedure proceed when the issue happened. The procedure was aborted and completed by moving the patient to another room with a delay of greater than 20 mins. Philips field service engineer (fse) conducted an on-site visit and confirmed the customer reported issue. Fse performed the troubleshooting, which indicated a detector failure and malfunction is the detector. In follow up case, the fse resolved the issue by replacing the detector. After detector replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.